Event description:
The customer support center (csc) was contacted with regard to a low hemoglobin pt result generated using a cell-dyn 3200 sl analyzer. The following results were reported to a physician; rbc=4.58 m/ul, hgb=7.51 g/dl, hct=38.9%, mcv=84.8fl, mch=16.4 pg. Mchc=19.3 g/gl. The cell-dyn 3200 sl analyzer generated an rbc morph flag. Based on the low hemoglobin result the pt was hospitalized. The hospital performed a hemoglobin test (no platform provided) obtaining a hgb=13.8 g/dl result. The pt did not receive a transfusion. The account stated that the pt was slightly psychologically traumatized by the event. No further impact to pt management was rpeorted.